Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the premature deployment is related to handling and/or inadvertently rotating the handle rotator resulting in the sheath slightly retracting and the stent being exposed; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during prep, the stent of a 8x40mm xact self expanding stent system (sess) was noted to be exposed but not flowering. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.